Event description:
The patient stated that on (B)(6) 2012 when she went to perform a routine cartridge change, she noticed that one of the black o-rings had come off the cartridge and the cartridge compartment was wet. The patient denied any adverse blood glucose excursions as a result of the reported cartridge leak. This complaint is being reported because a leaking cartridge can lead to under-delivery of insulin.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.